Event description:
It was reported that a male patient underwent an atrial fibrillation (afib) ablation procedure with a thermocool® smart touch® sf bi-directional navigation catheter. The patient suffered a cardiac tamponade requiring a pericardiocentesis. Pulmonary vein isolation (pvi) was performed in the procedure with atrial fibrillation. Blood pressure decrease was confirmed while ablating the area around the left vein with an ablation catheter. Pericardial effusion was confirmed by echocardiograph and pericardial drainage was performed. As blood pressure returned, ablation was resumed. This occurred about 1 hour since the ablation catheter was used. The condition was stable at the end of the procedure and the patient was being followed up. The physician commented that he did not know where the tamponade occurred, but there may be a possibility that the contact of the ablation catheter during ablation was strong. Additional information: this adverse event was discovered during use of biosense webster products. The patient outcome of the adverse event was improved. It was not reported that the patient required extended hospitalization because of the adverse event. Since pvi was conducted, most probably a transeptal puncture was performed. Prior to noting the cardiac tamponade, ablation was performed. There was no evidence of steam pop. The event occurred during the ablation phase. No error messages were observed on biosense webster equipment during the procedure.

Manufacturer narrative:
Initial reporter phone: (B)(6). The device has been reported as discarded, therefore no product investigation can be performed, and the customer complaint cannot be confirmed. Investigation is in progress, once completed a supplemental will be submitted. Manufacturer's reference number: (B)(4).

Manufacturer narrative:
The investigation was completed on (B)(6)2022. The device has been reported as discarded, therefore no product investigation can be performed, and the customer complaint cannot be confirmed. A manufacturing record evaluation was performed for the finished device number 30648177l and no internal action related to the complaint was found during the review. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's reference number: (B)(4).